Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed error code 1230.

Manufacturer narrative:
H1: type of reportable event was recorded as a malfunction reportable event in the follow up report. The previous initial report erroneously indicated that the report was a serious injury reportable event. H3: device evaluation results: one cadd legacy pump was returned for investigation in good condition. The unit had a scratched lcd screen. The customer reported product problem (error code 1230) was evidenced in the event history log. The pump was powered up and alarmed with error code 1230 during testing. This error code references a corruption of the ram memory of the circuit board. The software was reload as a result. The product problem occurred due to an issue with the pump software. However the problem source of this issue was unknown. A root cause was not established.